Event description:
Multi-system organ failure: a pt was grafted 2002 with 48 epicel grafts, lot number ee00359. Pt expired four days later from multi-system organ failure. The event was assessed as not related to the use of the epicel grafts. No further info is anticipated.